Event description:
It was reported that the procedure was to treat a lesion in the left main (lm) to the mid left anterior descending (lad) artery with moderate calcification and a bifurcation at the circumflex (cx). Intravascular ultrasound (ivus) was performed and then a 3.0x10 non-abbott cutting balloon was inflated to 12 atmospheres (atm) twice for 10 seconds. A 3.25x23 rx xience xpedition stent delivery system (sds) was advanced and deployed at 22 atm for 15 seconds over the lm/lad, with a guide wire in the cx and lad. The sds was withdrawn from the patient anatomy. A 3.0x12 nc non-abbott balloon catheter was advanced without resistance for post dilatation as standard procedure, inflated at 12 atm for 10 seconds, 22 atm for 10 seconds, and a kissing technique was performed with an additional 3.0x12 non-abbott dilatation catheter at 12 atm for 15 seconds and 15 atm for 10 seconds. The balloon catheters and guide wire in the cx were withdrawn from the patient anatomy and just before the y an elongated deformed xpedition stent was noted which the physician believed was pulled back by the balloons after it was implanted. Reportedly, a slight tug was felt but the physician did not pull aggressively. The 3.25x23 xience xpedition stent was withdrawn into the guiding catheter and removed from the patient anatomy. A 3.5x32 non-abbott stent was implanted and a 4.0x15 nc non-abbott balloon catheter was used to complete the stenting procedure. A 4.5x12 nc trek balloon catheter was advanced and inflated at 16 atm for 12 seconds. The procedure was completed with a good result. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, cine cd review conducted by an abbott clinical specialist suggested a dissection of the left main (lm). A new stent was implanted in the lm/left anterior descending (lad) artery followed by post-dilatation in the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: dissection of the coronary artery is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems, (B)(4) instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported dissection and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The stent implant was returned for analysis, however, the delivery system was not returned. Stent damage was confirmed. Difficulty to remove, deployed stent being moved/explanted by another device could not be replicated in a testing environment as they are based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to remove, device damaged by another device or for stent damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: sprinter legend nc 3.0 x 12mm (x2). Above rated burst pressure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.